Event description:
A talent sent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that there was disease progression and 45 days post stent graft implantation, the aortic neck has dilated from 32 mm to 40 mm in diameter. There are no endoleaks. The stent graft was initially placed 7 mm lower than intended. The 7 mm of the aorta between the stent graft and the lowest renal artery has expanded to 46 mm in diameter. The patient has returned for follow-up; however, the physician elected not to treat the patient. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: grafts were inadvertently placed lower than intended. Disease progression. Endoleak. Evaluation: conclusion: grafts were inadvertently placed lower than intended. Disease progression.